Event description:
It was reported by the patient¿s husband that the patient underwent inguinal hernia repair in (B)(6) 2012 and mesh was implanted. Following the procedure, the patient experienced pain at the site of mesh implantation. The patient returned to the surgeon for a follow-up appointment and the surgeon suggested referral to a pain specialist. The patient did not pursue treatment with the pain specialist at that time. By the (B)(6) 2013, the pain was so severe that the patient was confined to a recliner for most of the day. The patient went to an urgent care center, at which time the physician suggested the mesh may be the cause of her pain. The patient¿s family practitioner referred the patient for a CT scan, which showed normal results. The patient obtained another opinion from another hernia surgeon, who ordered a dynamic ultrasound and recommended referral to a pain specialist. The patient had a nerve block done by the pain specialist, with no relief from the pain. During a colonoscopy procedure, the physician noted inflammation in the vaginal and cervical area. The patient had the mesh removed (B)(6) 2014 and had immediate relief from the pain. No additional information was provided.

Manufacturer narrative:
(B)(4). It was reported that the patient underwent right inguinal hernia repair on (B)(6) 2012 and mesh was implanted. The patient underwent removal of mesh and dense scarring was found between the external oblique fascia and the mesh. The scarring and adhesions were taken down with sharp dissection. Approximately 4 months following the procedure, the patient reports being nearly pain free, with renewed energy, improved sleep and no need for prescription pain medication. In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.